Event description:
The longitudinal beam of the traction frame fell on a nurse's head during demonstration. The beam clamp was tightened at the time the beam fell. Despite the incident, no injury was reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The local representative, who is a member of the manufacturer's sales and service unit subsidiary division and is not a direct employee of the MFR, has gone on-site to make an assessment of the equipment. The traction frame had been taken down and put in a store room prior to this and it was necessary to set the traction frame back up for assessment. The clamps and bars on traction frame were found to be in good condition apart from some indents made by the screw fitted in the clamp body (the screw is intended to pinch onto the beams to ensure earth continuity is achieved). Although nursing staff have stated that the clamp was tightened, the MFR believes that the clamp was probably fitted around the bar/beam but not correctly tightened. The reason for stating this; the clamps are of the type that have two halves that hinge and wrap around the bars/beam, the two halves are then secured together by tightening a handwheel down which is captivated by a recess in the body of the clamp as it is tightened into position. So once the clamp is fitted and correctly tightened there would have to be a catastrophic failure for the clamp to fall of the bar/beam that it is clamped to, and this is not the case as representative's assessment revealed that the clamps were in good condition. This appears to be a training issue especially in light of the incident, so the MFR will be recommending to the facility that the members of staff are trained on the setting up and securing of the traction frame. (B)(4). The traction frame was first sold in 2006; since that time, approx (B)(4) have been sold worldwide. As this appears to be an isolated incident, the MFR considers the case closed, but will continue to monitor incoming complaints for similar issues.